Event description:
As reported, the patient underwent an initial right reverse total shoulder arthroplasty. Subsequently, the surgeon said the patient was dislocating anteriorly and was unstable in the office during a follow-up appointment. The patient was reduced and revised. The surgeon took off the liner and tray, as well as the glenosphere. There was noticeable mucus looking matter on the baseplate once sphere was removed. It was cleared, and the surgeon implanted a new 42mm sphere, trailed new humeral tray and liner components, and ultimately revised to a +10mm tray and a +2.5mm liner. The surgeon did do a few soft tissue releases prior to this. There was no noticeable poly, tray, or sphere wear. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: (B)(6), 300-01-11 - equinoxe, humeral stem primary, press fit 11mm. (B)(6), 320-06-42 - glenosphere 42mm. (B)(6), 320-15-02 - rs glenoid plate sup aug, 10 deg. (B)(6), 320-15-05 - eq rev locking screw. (B)(6), 320-20-00 - eq reverse torque defining screw kit. (B)(6), 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm. (B)(6), 320-20-46 - eq rev compress screw lck cap kit, 4.5 x 46mm. (B)(6), 322-10-00 - humeral adapter tray, +0. (B)(6), 322-42-00 - 145-deg pe 42mm hum liner +0.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, d6b. The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h3, h6. H3: the cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU.